Event description:
It was reported that about 3 months ago, the patient was getting shocked, they were "real lightheaded and dizzy," and they would get "surges" where they had stimulation running through different parts of their body at different times, which was "really weird." The patient added that their tremors were also "really bad" during this time. The patient noted that all these symptoms occurred on both sides of their body. The patient confirmed that their healthcare provider (hcp) already addressed the issue and discovered that there was a problem with the "left lead." The patient attempted to clarify themselves and stated, "they're saying there's a kink in the line behind my ear." The patient also noticed that the left ins battery voltage has been stuck on 2.78 for 2 weeks, and they wondered if the left ins was possibly "shorted out." The patient noted that the right ins voltage was at 2.55. The patient added that they could not turn the left ins on or off, and that it would not do anything at all. The patient confirmed that their hcp was handling the situation, and that they have an appointment with them next week.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v388841, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.